Event description:
Per the clinic, the patient experienced an infection resulting in skin flap revision and skin graft. The patient underwent a skin graft on (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's audiologist, patient underwent wound debridements (dates unknown). Infection reported resolved as of the date of this report. (B)(4). Implanted device remains.